Event description:
The event occurred in mid march.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent and replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the device is not grafting properly. No specific patient or surgery. No damage to any grafts or additional grafts needed. No harm to patient or user. No adverse events have been reported as a result of the malfunction.